Event description:
It was reported that the procedure performed was to treat mildly calcified, mildly tortuous left anterior descending coronary artery that is 80% stenosed. During preparation, the 2.75x12mm nc trek rx balloon dilatation catheter (bdc) was prepped prior to removing the protective sheath/stylet. The nc trek bdc tip could not advance over a 0.014" unspecified guidewire. During removal of the nc trek bdc from the guidewire, resistance was felt. An unspecified bdc was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the bdc was prepped prior to the sheath being removed. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: slide the protective sheath off the balloon prior to performing air aspiration. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Based on the information provided, a definitive cause for the reported difficulties could not be determined. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. Possible factors that may contribute to the difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaints could not be determined since the device or component were not returned for analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017: incorrect prep.